Event description:
It was reported during an unknown process step of peritoneal dialysis (pd) therapy, a piece of the transfer set "dislodged slightly". This was further specified as "the dark blue connection separated from the twist set¿. Subsequently, the patient developed peritonitis. The cause of the separation was not reported. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.